Event description:
A report was received that the patient had pain at the battery site and charging issues with the stimulator. The physician recommended a battery replacement.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the battery was replaced. The patient was doing well following the procedure and the physician did not suspect any device malfunction. The patient was also prescribed lidocaine cream for the pocket site pain and uses it when needed. Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The root cause of the patient¿s pocket pain could not be determined and the complaint of charging difficulty was not verified. It was verified to have no loss of electric current into the surrounding tissue as a result of faulty insulation. Sterilization record did not find any anomalies or deviations that potentially relate to the reported event. The ipg was not linked, and was successfully charged to full capacity in one cycle. Sleep current was within the normal range. The ipg passed all the required tests and revealed no anomalies.

Event description:
A report was received that the patient had pain at the battery site and charging issues with the stimulator. The physician recommended a battery replacement.